Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection") and alopecia ("hair loss"). The patient was treated with surgery (essure removed (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, allergy to metals, cystitis and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),nickel, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, nickel allergy, bladder infection and hair loss added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/perforated left fallopian tube/malposition of the device'), device dislocation ('r essure protruding from the posterior wall of the'), dysmenorrhoea ('dysmennorhea (cramping)/severe menstual flow and cramps'), pregnancy with contraceptive device ('pregnancy (with complications),'), haemorrhage in pregnancy ('hemorrhage grade 3.') And genital haemorrhage ('general abnormal bleeding') in a female patient who had essure (batch no. Right: c59249, left c55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3 ((B)(6) 2004, (B)(6) 2015, (B)(6) 2017.) And vaginal delivery. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/severe menstual flow and cramps"), abdominal pain lower ("lower abdominal pain/cramping"), back pain ("back pain/severe back pain."), abdominal pain ("abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery ((B)(6) 2017- surgical removal of coil(s) during cesarean section, (B)(6) 2017- surgical removal of coil(s):removal of left coi and essure removed (B)(6) 2017). At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, dyspareunia, allergy to metals, cystitis and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, abdominal pain and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),nickel, bladder infection, anticipated/scheduled date: no surgery scheduled yet to remove the right essure coil. R essure protruding from the posterior wall of the cornua. L essure in place. Procedure: meconium-stained fluid and detached placental tissue were noted upon entering the chorio-amniotic sac.tissue were noted upon entering the chorio-amniotic sac.neonate¿s head delivered, nose and mouth bulb suctioned, cord clamped and cut, neonate handed to pediatrics team. R essure was removed and defect of the fallopian tube and posterior leaf of the broad ligament repaired (per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. New reporter's was added. Patient's demographics were added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), device dislocation, hair loss, pain, perforation (fallopian tube(s)), pregnancy (with complications), hemorrhage grade 3, abdominal pain, upper abdominal pain. Medical history, concomitant conditions, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/perforated left fallopian tube/malposition of the device'), device dislocation ('r essure protruding from the posterior wall of the'), dysmenorrhoea ('dysmenorrhea (cramping)/severe menstrual flow and cramps'), pregnancy with contraceptive device ('pregnancy (with complications),'), haemorrhage in pregnancy ('hemorrhage grade 3.') And genital haemorrhage ('general abnormal bleeding') in a female patient who had essure (batch no. C55837, c59249) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2015, (B)(6) 2017.) And vaginal delivery. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/severe menstrual flow and cramps"), abdominal pain lower ("lower abdominal pain/cramping"), back pain ("back pain/severe back pain."), abdominal pain ("abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery ((B)(6) 2017- surgical removal of coil(s) during cesarean section, (B)(6) 2017- surgical removal of coil(s):removal of left coil and essure removed (B)(6) 2017). At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, dyspareunia, allergy to metals, cystitis and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, abdominal pain and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),nickel, bladder infection, anticipated/scheduled date: no surgery scheduled yet to remove the right essure coil. R essure protruding from the posterior wall of the cornua. L essure in place. Procedure: meconium-stained fluid and detached placental tissue were noted upon entering the chorio-amniotic sac. Tissue were noted upon entering the chorio-amniotic sac. Neonate¿s head delivered, nose and mouth bulb suctioned, cord clamped and cut, neonate handed to pediatrics team. R essure was removed and defect of the fallopian tube and posterior leaf of the broad ligament repaired (per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion.. Batch no c55837, production date 2014-05-16, expiration date 2017-05-31. Batch no c59249, production date 2014-05-23, expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.